Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2011 and subsequently expired on (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving three separate products; associated mdrs # 2937457-2014-00461, 2937457-2014-00462, 1225714-2014-01067, 1225714-2014-01068, 1225714-2013-03542 and 1225714-2013-03543.